Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 5 days after sensor insertion into the arm. On (B)(6) 2024, the patient started noticing some cgm inaccuracies. No other information was provided. On (B)(6) 2024, the patient woke up ¿feeling very bad¿. He was experiencing diaphoresis, nausea, dehydration, and fatigue. His cgm was reading 45 mg/dl, and the bg meter was reading 600 mg/dl. The patient was wearing a tandem insulin pump. The patient attempted to calibrate the cgm device, however, the calibration was not accepted. Therefore, the patient removed the sensor. He then called emergency medical service (ems). Ems arrived and transported the patient to the emergency room (ER). At the ER, the patient underwent an electrocardiogram (EKG). He was also diagnosed with diabetic ketoacidosis and admitted to the intensive care unit. The patient was treated with IV insulin, IV saline, electrolytes, and IV zofran. The patient was discharged on (B)(6) 2024. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2024. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2024. The probable cause could not be determined via data. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.